Manufacturer narrative:
Additional information: concomitant product added after evaluation of reported issue by medtronic personnel.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Correction: the concomitant product was evaluated and the representative was unable to replicate the reported issue. System passed all tests and is functioning normally.

Manufacturer narrative:
No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in spinal fusion case, after performing a 3d spin with the imaging system navigation was then attempted. However, the scan from the mobile view station (mvs) did not auto transfer to the navigation system. Several attempts were made to manually push the images from the mvs to the navigation system, but the navigations system showed an error message and did not accept the scan. Using the same navigation system, a new 3d spin was acquired using the site's second imaging system. Auto transfer was completed and navigation was successful. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.